Event description:
It was reported the right atrial (ra) lead had to be explanted because it had dislodged. The physician indicated that the helix was not working properly, and replaced the lead. The procedure was completed, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a retracted position. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a retracted position. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported the ra lead had to be explanted because it had dislodged. The physician indicated that the helix was not working properly, and replaced the lead. The procedure was completed, and no adverse patient effects were reported.